Manufacturer narrative:
Evaluated one opened and used reservoir. Inspected reservoir's o-rings or stopper groove for anomalies. None were found. Ran basal, bolus leaking test per as follows: reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a insulin pump. Conclusion: reservoir do not leak and not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2018 due to high blood glucose and diabetic ketoacidosis. The cause of death was high blood glucose, diabetic ketoacidosis, and cardiac arrest. The customer¿s blood glucose was 754 mg/dl at the time of admission and was vomiting water. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The customer had been using the pump for only a week. The caller agreed to return the insulin pump for analysis.